Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple inaccurate estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 215 units and it was filled with approximately 118 units of insulin. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, there was a piece of white septum material in the syringe. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Customer's blood glucose level was 130 mg/dl.